Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered higher pressures than set based on pt observation and the ventilator's airway pressure meter. There was no pt injury.